Manufacturer narrative:
Evaluation summary: a used transfer set with a cap on a dark blue connector that was attached and a titanium adaptor on the patient connector end were received in the lab in reference to the separation. During the visual inspection there were no manufacturing abnormalities noted. The set was tested underwater at 8 psi with no leak noted. The complaint could not be duplicated in the lab.

Event description:
Baxter was notified that a titanium adapter separated from the patient adapter. There was no patient injury or medical intervention. The actual sample is available for evaluation.